Event description:
On august 15, 2024, a representative from sentec, reported he was made aware of an adverse event to traced patient receiving ipv therapy. The patient was receiving day time ipv treatments direct to their airway, and nocturnal treatments via in-line. When provide therapy via in-line, the breathing circuit expiratory port is to be capped; when transitioning to therapy direct to patient's airway, the breathing circuits expiratory port is to remain unobstructed. The respiratory therapist providing therapy to the patient confused the daytime and nocturnal therapies and provided therapy direct to the patient's airway with the breathing circuit's expiratory port capped, resulting in an adverse reaction. The patient experienced cardiac arrest and required resuscitation.

Manufacturer narrative:
This MDR is being reported due to the critical adverse reaction experienced by the customer. As of august 22nd, it was communicated that the patient is recovering. Evaluation of the incident and information received has concluded the root cause to be a user induced event due to the in-line valve cap left on the breathing circuit expiratory port while providing the ipv therapy direct to patient airway. It was also confirmed that re-training is occurring at the site to ensure this issue does not reoccur. Percussionaire has intiated a urgent medical device correction notification due to this use-related issue (1000524541-08/21/2024-001-c). Corrective actions include notification to customers on proper use, update of the instructions for use to clearly indicate the breathing circuit's expiratory port must remain unobstructed, the re-labeling of current product in the field for proper use of the breathing circuit when being used via in-line, as well as a design change to the in-line valve to include a thethered cap to prevent the use of the cap being used as anything other than a dust cap. The updated instructions for use have also been distributed to customers with the fild safety communication. Percussionaire will continue to monitor any adverse event related to the issue and report as required.